Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('so much pain/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("was so sick of being sick") and back pain ("back pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy,salpingectomy). At the time of the report, the pelvic pain, malaise, back pain and uterine leiomyoma outcome was unknown. The reporter considered back pain, malaise, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, malaise. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter, event so much pain were added. On (B)(6) 2020: social media received. New events added: back pain, uterine fibroids. Previously added event medical device removal was replaced to pelvic pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("was so sick of being sick"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and malaise outcome was unknown. The reporter considered malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, malaise most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event was so sick of being sick added. Suspect drug stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.